Event description:
(B)(6) clinical study. Same patient as MDR#2134265-2013-02924, 2134265-2013-02925, 2134265-2013-02926 and 2134265-2013-02927. Same case as MDR#2134265-2013-02932, 2134265-2013-03375, 2134265-2013-03378 and 2134265-2013-03379. It was reported that during a treatment procedure, a balloon rupture, dissection, transient embolus, st elevation and ventricular tachycardia occurred. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 90% stenosed, 28 x 4.00mm target lesion was located in mid right coronary artery (rca). The target lesion was pre-dilated using two quantum maverick balloons, a 3.00 x 16mm balloon, and a 2.5 x 20 mm balloon. During angioplasty the 2.5 x 20mm balloon ruptured, following which there was evidence of a small transient embolus resulting in "st elevation" and "non sustained ventricular tachycardia." This was treated with intracoronary nitroglycerine and amiodarone. Per (B)(4) lab a grade "c" dissection was also noted which was treated with placement of a 4.00 x 28 mm study stent. Post stent deployment, after administration of intra nitroglycerine, there was evidence of a "lesion upstream" which had progressed angiographically either due to the wire, guide or "balloon trauma." Per (B)(4) lab following stent placement a grade "b" dissection was noted. This was treated with placement of second 4.0 x 16 mm taxus ion stent overlapping the first study stent. Following post dilatation, there was excellent angiographic result with smooth flow noted. Residual stenosis was 0%. In addition, a non target lesion located in the proximal left anterior descending artery (lad) was treated. After an unsuccessful pre-dilatation attempt using a 2.5 x 20mm bsc balloon, the lesion was dilated using a 3.5 x 12mm quantum maverick balloon with good angiographic results. A 3.5 x 28mm taxus stent was then deployed. 'Slight slippage' of the stent was noted distally leaving the proximal end of the lesion unstented. A 3.5 x 8mm taxus stent was deployed overlapping the previous stent to cover the lesion. Following stent deployment the distal diagonal branch had recurrent ostial narrowing which was treated with a 2.5mm maverick balloon resulting in good flow. In addition, there was ostial post stent narrowing with relatively "slow-flow" noted in the septal perforator. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).